Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump programmed with low reservoir alarm and the alarm functioned properly. However, the insulin pump received with intermittent button response due to corroded keypad traces. The motor error alarm during occlusion test and was unable to prime during prime test due to faulty force sensor. The motor passed motor test. Unable to perform the occlusion and excessive no delivery test due to motor error alarm and was unable to prime. The insulin pump received with cracked reservoir tube lip, minor scratched lcd window, scratched case, scratched keypad overlay and cracked battery tube threads.

Event description:
It was reported via phone call, that the customer received a motor error alarm. It was also reported that the numbers on the insulin pump scroll, without any input from the customer. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.